Event description:
The pt was enrolled in the study in 2005. The pt had two cypher stents, overlapping, implanted in the proximal to mid left anterior descending branch and cypher stent implanted in the proximal ramus intermedius artery. There was a small dissection following deployment of the first stent in the left anterior descending branch, which was successfully treated with the deployment of the second stent. Post procedure, the pt had elevated ck enzymes, peaked at 295 with a peak mb fraction of 16.8. The pt was kept in the hospital for an additional night for observation. Two days post index procedure, the pt's enzymes returned to normal limits, and the pt was discharged in stable condition.

Manufacturer narrative:
Info received from the study indicated that a dissection occurred after implanting a cypher stent, and the pt had elevated enzymes post-procedure. The pt's medical history, vessel/lesion characteristics and procedural details have not been provided. Two cypher stents were implanted in the proximal to mid left anterior descending artery (lad) in overlapping fashion. A third cypher stent was implanted in the intermedius ramus branch. The dissection occurred after the implant of the first stent in the lad which was successfully treated with the implant of the second cypher stent. Post procedure, the pt had elevated ck enzymes, peaked at 295 with a peak mb fraction of 16.8. The pt was kept in the hospital for an additional night for observation. Two days post index procedure, the pt's enzymes returned to normal limits, and the pt was discharged in stable condition. The sterile lot number for the device is unk, therefore, a device history report review could not be performed. Coronary artery dissection is a known potential adverse event associated with implanting coronary artery stents. Without the procedural details or the vessel/lesion characteristics being provided, it is not possible to conclusively determine what factors may have contributed to the reported event. The elevated cardiac enzymes post-procedure are most likely a result of the dissection.